Event description:
According to the reporter, during a thoracoscopic lobectomy, when preparing to detach the lung tissue during the operation, the handle was opened, and the instrument nurse connected the reload and cleared the handle and then handed it over to the surgeon. When the surgeon was preparing to close the reload and pass through the puncture device, it was found that the handle could not be pulled, resulting in the reload being unable to close and pass through the puncture device. After changing the handle and connected the original reload, normal operation was performed. When preparing to detach the bronchus, the black 60 mm staples, the reload could not be fired after entering the chest cavity and closing. After withdrawing and replaced it with a new black staple reload, it could be fired normally. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical product: egiaustnd endogia ultra univ std stap (lot#: p4a1051s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.